Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain and fever. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized and treated with injection vancomycin (1gm stat, intraperitoneal, one dose). On unknown date, the patient was treated with injection ceftazidime (500mg once a day, intraperitoneal, discontinued) for peritonitis. On unknown date, the patient was discharged from the hospital and recovered from peritonitis. Pd therapy was ongoing. No additional information was available at the time of this report.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.